Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button alarm during testing. The following cosmetic damage was also noted on the pump: cracked reservoir tube lip, minor scratches on the lcd window, and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump received a button error alarm. The patient's blood glucose at the time of incident is unknown. No further details were divulged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.